Event description:
On february 12, 1997, the surgeon was implanting a supracondylar nail system. When the distal screws were being inserted, the head of the first screw broke off at the level of the cortical bone. And then the second screw also broke off not flush with the bone. The screw heads were returned to co, while the length of the screw remains in the pt, locking the nail into place.